Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that two ar-8737-37 drivers broke off during a procedure. The doctor did not drill the inserter screw in on power and tip of drivers broke off. The tips were retrieved and the surgery was completed uneventfully.

Manufacturer narrative:
The complaint is confirmed. (1) ar-8737-37 was received for evaluation. Visual inspection identified the tip of the driver shaft had broken off. Without additional information, the cause remains undetermined. A probable cause could be attributed to misuse, such as applying excessive force during use.